Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer stated that the buttons were not responding. Insulin pump had battery out limit alarm. Customer's blood glucose drop down to 77 mg/dl. The insulin pump will be returned for analysis.